Manufacturer narrative:
Tested a sample with known anti-jka with retention panocell-16, lot 39213. Testing was performed without and with retention n-hance, lot nh57-1 as the potentiator. Reactivity with jk (a+) reagent red cells was observed with and without n-hance at the indirect antiglobulin phase of testing using anti-igg. Enhanced reactivity was observed when using n-hance as the potentiator. The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event.

Event description:
Customer reported unexpected negative reactions using n-hance, lot #nh57-1 as a potentiator when testing a patient sample containing anti-jka.